Event description:
The report stated that at the beginning of an adenoidectomy surgery, a red non-latex robinson catheter was placed transnasally and brought out transorally. At the start of adenoidectomy with the generator at fulguration, 40w, and using a suction cautery, an apparent oxygen leak along with a spark, ignited the robinson catheter, which began to smoulder. A fire was observed in the oral cavity. The endotracheal tube and the red robinson were immediately removed and the oral cavity doused with saline and suctioned out. The pt was re-intubated. Examination revealed a 0.5 cm x 2 cm burn on the left lateral tongue and an 8 mm x 8 mm burn on the buccal mucosa of the right lateral lower lip. The area was immediately iced. Treatment of burn was topical with neosporin. Pt rechecked after discharge and is doing well, eating / drinking without difficulty; tongue and intra-oral mucosa of lower right lip have healed, without scarring or other sequelae.

Manufacturer narrative:
Date of initial report: 04/01/2009. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.